Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, while loading, the piston went through the lens, damaging the lens and the posterior haptic. Hence it was not possible to insert it. There was no patient contact. The procedure was completed the same day with another unspecified lens. Additional information was requested, but no further information is available.